Event description:
This report was received by global pharmacovigilance and is a spontaneous report from a consumer, with supplemental information from the peritoneal dialysis registered nurse (pdrn), of peritonitis in a homechoice patient (hp). On (B)(6) 2012, the hp was diagnosed with peritonitis. The cause of the peritonitis was a break in aseptic technique, described as the hp not wearing a mask and did not properly wash their hands when performing pd therapy. The hp was not hospitalized for the event. Follow up information was received from global pharmacovigilance. Additional information was received from the pdrn on (B)(6) 2012. The pdrn confirmed this peritonitis event. The hp was treated with vancomycin ip and fortaz ip (dose and frequency not reported). The hp was retrained on proper aseptic technique. The hp is recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified.